Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally, for menstruation (lot number 0823m8851, frequency and expiration date unspecified). After an unspecified duration, while removing the tampon, she noticed that the string was pulled completely out of the tampon and tampon stayed inside her body. After an unspecified duration, when she used the tampon again, she experienced similar events. She further stated that she has used the tampon for years without any problems. The consumer did not consult a healthcare professional. The action taken with the device and the outcome of event were unknown. This report was assessed as non serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 11-nov-2013. This is an follow up submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00112. The manufacturer report number for the second product in this case is 8022269-2013-00113. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally, for menstruation (lot number 0823m8851, frequency and expiration date unspecified). After an unspecified duration, while removing the tampon, she noticed that the string was pulled completely out of the tampon and tampon stayed inside her body. After an unspecified duration, when she used the tampon again, she experienced similar events. She further stated that she has used the tampon for years without any problems. The consumer did not consult a healthcare professional. The action taken with the device and the outcome of event were unknown. This report was assessed as non serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received 04-nov-2013. Returned sample received on 16-oct-2013 was physically inspected and two out of eight tampons found to have defective string issues (non-reportable malfunction). Inspection of retain sample revealed no anomalies. Batch record review revealed that the process was executed as per established parameters and procedures and all in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated with the complaint was observed. Disposition was confirmed based on returned sample analysis. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00112. The manufacturer report number for the second product in this case is 8022269-2013-00113. This closes out this report unless other additional significant information is received.